Event description:
Upon investigation, the pump was not able to pass mock infusions and was experiencing intermittent pneumatic failures resulting in a "pump problem" alarm being issued. An investigation was performed to test the overall functionality of the valves. Testing concluded that the pneumatic valve assembly was experiencing pneumatic valve leak failure for valve 2 and 3. Log files were pulled and analyzed to confirm this failure. The entire pneumatic valve assembly will be removed from the pump and further testing will be performed and tracked under an internal CAPA. The pump will have a new pneumatic valve assembly installed and undergo all necessary functional testing.

Event description:
The following has been reported: biomed reports: pump 2228000087 is still saying service needed flashing red lights after a hard shutdown, being cleaned thoroughly, and changing multiple sets of IV's. No patient damage. A preliminary review of the logs has identified the following issue: pneumatic valve leak failure (valve 3). An active infusion was not delayed (per the logs). Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.